Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose of 45 mg/dl. Reportedly, customer was unsure of the cause of the low bg. The customer reportedly injured a shoulder and experienced a seizure due to the reported issue. Customer drank juice to address impacted bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed in the pump data logs and continuous glucose monitor (cgm) was not being used on (B)(6) 2018. The user last unlocked the pump successfully at 5:40 pm on (B)(6) 2018. Basal continued until terminated by an auto-off safety alarm at 5:40 am. Insulin delivery was not resumed on (B)(6) 2018. There were no erratic basal rate adjustments or bolus requests. Complaint could not be confirmed. There is no evidence of a device malfunction or failure.